Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
The device was not returned for evaluation. The event was confirmed. The result of the clinician review of the provided information has indicated that "the marked metallosis noted at revision surgery on (B)(6) 2012 was due to the lateral tibial tray articulating with the femoral component after the poly disassociated as noted on x-ray thirteen days prior to revision surgery. Since (B)(6) 2012 the only stryker product is the retained poly patellar component in the left knee. The cause of the poly disassociation of the lateral uka cannot be determined by reviewing the available records. Potential causes of the insert disassociation may include failure to initially lock the insert to the baseplate, malposition of either the femoral or tibial component resulting in higher stress on the insert fixation, trauma including excessive force applied during manipulation under anesthesia. Examination of the explanted components is required to rule out factors of manufacturing or material as contributory to this event." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2012. On (B)(6) 2012, the patient underwent surgery for a revision to a competitor's knee system due to continued pain.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2012. On (B)(6) 2012, the patient underwent surgery for a revision to a competitor's knee system due to continued pain.